Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No. If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (physiomesh and securestrap) involved caused and/or contributed to the post-operative complications described in the article? No, this was an article to inform of an innovative technique. We do not feel that ethicon products contributed to complications described. Does the surgeon believe there was any deficiency with the ethicon products involved? No. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surg endosc (2016) 30: 5228¿5231; doi 10.1007/s00464-016-4868-z. (B)(4).

Event description:
It was reported in a journal article with title: "trans-fascial closure in laparoscopic ventral hernia repair." This retrospective study aimed to present the authors¿ experience in combining fascial closure along with mesh placement to improve outcomes. From 2012 to 2015, 112 patients undergoing laparoscopic ventral hernia repair with fascial closure and mesh placement were allocated into two treatment groups: non-fascial closure group (n=38; n=19 male and n=19 female; mean age of 58 years) and fascial closure group (n=74; n=34 male and n=40 female; mean age of 55 years). In both groups, physiomesh was used on the defect and fixation was performed using securestrap in a double crown technique. Postoperatively, complications included seroma at 6 weeks (n=5 non-fascial closure group and n=4 fascial closure group); wound infection (n=1 non-fascial closure group and n=1 fascial closure group); recurrence (n=6 non-fascial closure group and n=5 fascial closure group); and chronic pain (n=1 non-fascial closure group and n=1 fascial closure group). Laparoscopic incisional hernia repair with defect closure is feasible and reduces seroma rate and recurrence.